Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag card assay. The customer reported a negative result at the 15 minute mark, but was positive when read at 17 minutes result using a kitted nasal swab of both nostrils with one binaxnow covid-19 ag card performed on (B)(6) 2020 at 11:20am. Repeat testing on a binaxnow covid-19 ag card performed on the morning of (B)(6) 2020 again generated a negative result at the 15 minute mark, but was positive when read at 17 minutes. The customer reported that a third repeat test with the binaxnow covid-19 ag card generated a negative result that was stable during the 15-30 minute read window. Confirmation testing was not conducted per the customer. No additional patient information, including symptoms, impact, treatment and outcome, was provided. Attempts to gain further information were unsuccessful. The binaxnow covid-19 ag card pi states that in order to ensure proper test performance, it is important to read the result promptly at 15 minutes, and not before. Results should not be read after 30 minutes. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Positive results indicate the presence of viral antigens. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Changing of gloves between handling of specimens suspected of covid-19 to prevent contamination. Unexplained conflicting results within the 15-30 minute result read time on a single test device shall be reported as a malfunction as it is unknown which result is correct.

Manufacturer narrative:
Additional information: d3, g1. H10: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.